Event description:
The distributor contacted heartsine to report that the device did not recognize a child's pad. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. This fault was attributed to a failure of the reed switch, sw1. Heartsine scrapped the device, and the customer received a replacement device.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the device did not recognize a child's pad. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.